Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by abbott on 11 october 2016. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, premature elective replacement indicator (eri), slow charge time, and low defibrillation and pacing impedances were observed. Premature battery depletion was suspected to be the cause and the device was explanted and replaced. The patient was in stable condition.